Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that on (B)(6) 2018 that a 00mlx mlx 300w xenon lightsource was used during an unspecified surgical procedure and a hole burned through the headlight module and burned the user, the resident doctor. The headlight module melted and created a hole in the product. No patient contact or injury was reported. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. Serial number format does not fit current serial numbers therefore, the DHR cannot be performed. A failure analysis and determination of root cause is not possible as the complaint could not be verified due to a product sample was not returned to verify the complaint. The reported complaint is unconfirmed.